Event description:
A male patient experienced pain, corneal edema, limbal vascularization and keratoconjunctivitis in their left eye associated with wear of a freshlook colors contact lens. A corneal scar is noted, however pre & post event acuity has not been provided. The physician noted this event is thought to be due to amoeba. Treatment of antibiotics and antiamoeba for 1 month. Several requests have been made for additional information, however no further information is available at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible amoeba infection". As there was no product or lot number provided, no detailed investigation can be performed.